Event description:
The customer reported that during a roux-en-y and pouch procedure, the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device to remove the device from the tissue, and oozing occurred. Another device was opened to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.